Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have incomplete numbers in the display. This humapen memoir burgundy pen is associated with product complaint 1422826, lot 0903c04. The device was returned. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy was not continued.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have incomplete numbers in the display. This humapen memoir burgundy pen is associated with product complaint (B)(4), lot 0903c04. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. Update (B)(6) 2010: additional information received on (B)(6) 2010 via the product complaint database, and processed at same time. Changed malfunction type to not cirm, added device specific safety summary, updated EU/ca fields, and amended narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary the caller stated the memoir device had incomplete numbers in the display and a recurring reset mode. The device (lot 0903c04, manufactured march 2009) was returned for investigation. The manufacturer's investigation did not confirm that there were missing segments in the display. The display functioned normally. The investigation determined that the recurring reset mode resulted from a weak battery. The malfunction is confirmed. Corrective action: beginning with lot1006c01 (manufactured oct 2010), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. There is no evidence of improper use or storage.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.